Manufacturer narrative:
H3: product analysis #800629417:product:9560100, item:10,lotno:1973848 analysis confirmed that there was a dent in the outer tube and that the image was cloudy. G2: country of origin is japan. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (service repair, healthcare provider (hcp)) via a manufacturer representative regarding an endoscope having spinal therapy. It was reported that there was a visual failure in the instrument. Patient symptoms were unknown. There were no further complications reported regarding the event. Additional information received that product found to be cloudy. There was no patient involved in this event. Product has been used in previous procedures.